Event description:
The iab was inserted into the pt on 6/14/97 at 3:45 p.m. And removed on 8/17/97 at 8:15 p.m. The iab did not malfunction. As a result of the event, the pt had minor ischemia and severe bleeding. A vascular surgeon was consulted and a transfusion was required. (Event complications: minor ischemia/severe bleeding/transfusion-rpt'd 8/19/97). (Pt's current status: unk-rpt'd 8/19/97).